Event description:
It was reported to boston scientific corporation that a mantis clip was used during a procedure on (B)(6) 2026, to close a stomach fistula. It was reported that during the procedure, the mantis clip arm broke off which did not allow proper deployment. The mantis clip was released inside the patient due to the inability to remove it through the endoscope working channel. The procedure was rescheduled as they did not have backup devices to complete the case. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the event of cancelled or rescheduled procedure post sedation. Block h11: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the issue was due to the physician's technique during the procedure or was related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established".